Manufacturer narrative:
The device was returned and the evaluation states that there was a broken weld at the bottom of the rear of the side of the frame. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Broken weld at wheel.